Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. The allegation against the lead was not confirmed. The lead passed the testing performed and visual inspection revealed no abnormalities. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead was explanted due to dislodgement. No additional adverse patient effects were reported.